Event description:
It was reported to philips that the system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during planned treatment/non-emergency treatment. The assigned procedure was completed by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting. Upon troubleshooting fse was confirmed by the customer that the cath lab 1 of the hospital was not booting up because the low voltage power supply on the fan tray had failed. To resolve the issue, fse ordered the fan tray and sent to the site where it was replaced by customer. The defective parts were returned for analysis, for pdu fantray, malfunction was observed, and the root cause was found to be 24volts power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.